Event description:
Pt. In surgery for total (l) shoulder replacement 6/10/92.follow-up x-ray 6/11/92, showed retained surgical sponge within the soft tissue. Pt. Was taken back to surgery 6/11/92 and sponge removed. 7/1/92 pt. Discharged in good conditiondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: other. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.